Event description:
It was reported by the patient that the patient was "missing beats" the last few weeks and understood that the lower pacing rate was programmed to 50 beats per minute (bpm), but that one day, the heart rate was at 34 bpm and then at 44 bpm. Follow-up with the device clinic noted the patient had not called with these concerns and had cancelled an appointment. A new appointment is scheduled and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).